Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge canister bulges when filling it insulin. Reportedly, customer did not overfill cartridge and removed air prior to filling them. There was no adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.